Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered that the power cable's plug was different from plugs normally used by medtronic. Replacement of the power cable resolved the issue. No further issues were reported. Replaced cable was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while the navigation system was plugged into an outlet, there was beeping coming from the cart and then it powered down on its own. They also indicated that it initially wouldn't power on but then they switched outlets and it worked for about 30-40 min before beeping and shutting down again. There was no patient present when this issue was identified.